Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had a burning sensation at the pocket site when recharging their battery. The patient stated it only happened 1 in 5 times and the burning pain would last 1-2 days. No external or patient factors were known to have contributed to the issue. Per the physician's request the battery was going to be replaced as it was nearing its end of service. The issue was not resolved at the time of the report.